Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling appropriately. Device needed new pump heads. Mixing pump head was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun unit that was getting 113 alerts, and the data file showed that the target was 4 and was only able to get down to 7.6 as per additional information reviewed on 03jan2022, a loaner has been sent to customer. The device was coming in to depot under warranty for a faulty mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun unit that was getting 113 alerts, and the data file showed that the target was 4 and was only able to get down to 7.6. As per additional information reviewed on 03-jan-2022, a loaner has been sent to customer. The device was coming into depot under warranty for a faulty mixing pump.